Event description:
It was reported that blade broke. The target lesion was 80% stenosed and moderately calcified. A 3.50mm x 10mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention procedure. During procedure, at preparation of the second use it was noted that cutting blade was broken. Procedure was completed using an alternate device and no patient complications were reported.